Manufacturer narrative:
Additional information is present in event (additional event/patient information) and concomitant medical products (investigation). Evaluation of the datalog showed that multiple underforce errors occurred during the treatment. Services reviewed additional patient treatment data and confirmed a trend of higher than expected underforce codes (4 treatments total including this reported ae) at the provider facility. Underforce issues are typically associated with technique issues or possible issues with the handpiece force sensor. Solta reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The provider has been made aware of the evaluation findings. Thermage user manual (p009240-05 rev. B) instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a dielectric breakdown, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. During evaluation of the treatment tip, service confirmed damage on the tip membrane along the rf trace. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with rf trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, patient burns and blisters were most likely caused by damage on the tip membrane along the rf trace. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. One other complaint has been received for this lot, which was for superficial blisters assessed as ¿not serious¿ by the medical reviewer. The product in this case was not returned for evaluation so a definitive root cause could not be identified. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The complaint type is identified within the risk analysis and performing within the anticipated rate. No corrective action is necessary at this time.

Event description:
After about 1080 shots had been performed, the left side of the face became very red, and the treatment was paused for a five-minute break. Then due to the previous reaction, around 40 test shots were given to the forehead, and around 80 test shots were given to the neck. All test shots (forehead and neck) were given at radio frequency 1 and vibration 3. After approximately 15 minutes, blistering was observed to the areas of the test shots and treatment was terminated. The highest energy level used was rf 3.5. This treatment was the initial use of the treatment tip. The tip was inspected prior to use and every 300 pulses, with no problems observed. No other treatments besides thermage were being performed in the same area where the symptoms were reported, and the patient had not undergone any other treatments in the same area within the previous 30 days. The provider applied duoderm tape to the affected areas. Duoderm tape was changed once and then removed december 19th. Scarfix gel, dermalogica super rich repair cream (moisturizer), vivier foaming cleanser and viviertriple protection sunscreen were provided to client. After the tape was removed on december 19th, pin point burn marks were noted, especially to the left side of the face. Hyperpigmentation could be seen in some areas.

Manufacturer narrative:
Final test verification specifications are acceptable. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. Evaluation of the data card has been performed. Based on the evaluation of the data, the handpiece and system performed as expected. The treatment tip has been evaluated. The tip was used for 1200 treatments. The tip passed flow and leak testing. The tip failed thermistor testing and failed visual testing due to the observation of dielectric breakdown. No functional test was performed due to no reps remaining. Further investigation is underway.

Event description:
A user facility in (B)(6) reported that a patient experienced red bumps and blisters all over her face after a thermage treatment. 1200 total repetitions were performed on the face. The provider stated that the tip appeared normal, with no visible marks or scratches. The provider checked the tip repeatedly during the treatment and did not observe anything out of the ordinary. The provider did not observe any system errors during the treatment. Once the provider noticed red bumps she tested a few spots on the patient¿s forehead and neck with a low (rf 1.0) setting. Blisters still began forming using the low setting. The medical reviewer confirmed from provided pictures that the patient experienced red dots, erythema and blisters on the patient¿s right cheek and forehead. An area of erythema is visible on the neck.